Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had reported low flow alarms when connected to the power module at home. Additional information received 2 days later confirmed external percutaneous lead fracture on x-rays and patient was continuing to have pump stoppage while on the power module and was admitted to ICU.

Manufacturer narrative:
Additional information was received indicating that on (B)(4) 2013, the MFR's technical services representative conducted a percutaneous lead distal end replacement according to procedure. Four days later, a modified power module patient cable was shipped for the patient's use. The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.